Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the battery cap could not be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/26/2016 with the following findings: there was no physical damage found to the pump. The returned battery cap had stripped threads and the contact height was out of specification; the cap was unable to secure to the pump. A test battery cap was able to secure properly to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.